Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular shock impedances. The field representative reprogrammed the shock lead configuration to single coil. Days later another high out of range right ventricular shock impedance was exhibited. Technical services (ts) suggested the physician see the patient in clinic again and provided troubleshooting options. The physician will continue to monitor. Additional information has been requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.